Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum collapsed after use. The following information was provided by the initial reporter: connected with a dialysis route. The septum collapsed when disconnected.

Manufacturer narrative:
Investigation summary: received a q-syte assembly with no packaging material. DHR review was not performed as the lot number associated with this complaint is unknown. Visual examination: the q-syte septum disk was partially pushed into the adapter. Traces of septum and adhesive residue was observed on the rim of the adapter. Damage (tears) was observed on the slit of the septum top disk. Damage (tears) was observed on the slit of the septum bottom disk. Conclusion(s): indeterminate ¿ septum pushed into adapter ¿ the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced, external forces most likely contributed to the failure observed. Top and bottom tears: a definite source that caused tears on the slits of the top and bottom disks could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device septum collapsed after use. The following information was provided by the initial reporter: connected with a dialysis route. The septum collapsed when disconnected.